Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that the buttons were not tactile anymore and that she could only feel when she pressed the down arrow button. The customer did not know the blood glucose reading. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had no escape or act button response due to flattened button dome switches. No cosmetic damage was noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.